Manufacturer narrative:
Part: 319.006; synthes lot: ft00149; supplier lot: n/a; release to warehouse date: november 09, 2016; expiration date: n/a; supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle (319.006.3) was observed to be broken from the slider and was not returned to us cq. The instrument displayed wear from normal and repeated use and servicing. No other issues were identified with the returned components of the device. Dimensional inspection no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy because of the design of the device and broken needle not being returned. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed: depth gauge for 2.0/2.4 mm screws, needle. Investigation conclusion: the complaint condition is confirmed for the depth gauge for 2.0 mm and 2.4 mm s as the needle component was also observed to be broken and was not returned. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 27, 2019, the two (2) depth gauge for 2.0 mm and 2.4 mm screws were broken while washing and re-sterilizing the product. It was further reported that the devices were presented to sales consultant with the tips broke off. The product was used successfully in surgery the previous day. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 2 for (B)(4).